Event description:
It was reported that "a brownish film" was observed on the lens post-implantation. The lens was explanted at another facility. This event concerns the pt's right eye.

Manufacturer narrative:
The event investigation is underway. Additional information will be submitted in a follow up report.